Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she was hospitalized with diabetic ketoacidosis in (B)(6) 2013, and (B)(6)2014 due to the infusion device not delivering insulin correctly. No further information was provided. Multiple attempts were made to follow-up with the customer, but these were unsuccessful. The infusion device and blood glucose monitor were requested for evaluation.